Event description:
Pt was having an ivc filter removal. The filter was snared & as the snare catheter was passed over the snare, the radiopaque tip came off the catheter. The tip was around a strut of the filter, therefore, the filter could not be removed & was left in place attached to the filter.